Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010 (patient weight unknown). According to the complainant, during the procedure, the tip of the retrieval balloon detached from the catheter. The physician believes this may be a result of the guidewire being locked in the guidewire locking device as the balloon was being removed from the patient. It was confirmed that there was no issue with both the guidewire or the locking device. The detached tip was not immediately discovered and remained stuck in the scope; however as a stent was advanced through the scope for placement in the patient's bile duct, the detached tip of the balloon was pushed into the patient's duodenum. The tip was retrieved with biopsy forceps. A health professional involved in the procedure believed that additional fragments from the tip were still inside the patient. After unsuccessfully locating the tip fragments, a decision was made by the physician to allow the detached pieces to pass naturally. There were no patient complications as a result of this event; the stones were successfully removed. The condition of the patient post procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device confirmed that the distal tip of the catheter broke off (including the balloon) and was not returned for evaluation. There was no damage noted to the catheter shaft. The c-channel was found to be damaged near the distal end of the catheter which is consistent with guidewire withdrawal from the catheter. Follow up indicates that the guidewire was locked in the guidewire locking device as the balloon was being removed from the patient. Based on this information, the root cause for this complaint is use/user error as the instructions for device removal from the directions for use (dfu) were not followed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010 (patient weight unknown). According to the complainant, during the procedure, the tip of the retrieval balloon detached from the catheter. The physician believes this may be a result of the guidewire being locked in the guidewire locking device as the balloon was being removed from the patient. It was confirmed that there was no issue with both the guidewire or the locking device. The detached tip was not immediately discovered and remained stuck in the scope; however as a stent was advanced through the scope for placement in the patient's bile duct, the detached tip of the balloon was pushed into the patient's duodenum. The tip was retrieved with biopsy forceps. A health professional involved in the procedure believed that additional fragments from the tip were still inside the patient. After unsuccessfully locating the tip fragments, a decision was made by the physician to allow the detached pieces to pass naturally. There were no patient complications as a result of this event; the stones were successfully removed. The condition of the patient post procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device could not be performed since the device was not returned for analysis. A review of the directions for use (dfu) was performed; the dfu for an extractor rx retrieval balloon recommends that, "the extractor rx retrieval balloon may be removed with or without leaving the guidewire in place, however if the guidewire is to remain in place while the extractor rx retrieval balloon is withdrawn, utilize the following steps: 1. Lock the guidewire on the rx locking device. 2. Withdraw the extractor rx retrieval balloon from the scope until the distal open channel marker is visible as it exits the scope¿s grommet and resistance is felt. 3. Unlock the guidewire and perform the standard exchange procedure over the final portion of the catheter of the extractor rx retrieval balloon. Once the guidewire is exposed, re-lock the guidewire on the rx locking device and pull the extractor rx retrieval balloon off of the wire." Follow up indicates that the guidewire was locked in the guidewire locking device as the balloon was being removed from the patient. Based on this information, the root cause for this complaint is use/user error as the instructions for device removal from the dfu were not followed.

Event description:
It was reported to boston scientific corporation on (B) (6) 2010 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B) (6) 2010 (patient weight unknown). According to the complainant, during the procedure, the tip of the retrieval balloon detached from the catheter. The physician believes this may be a result of the guidewire being locked in the guidewire locking device as the balloon was being removed from the patient. It was confirmed that there was no issue with both the guidewire or the locking device. The detached tip was not immediately discovered and remained stuck in the scope; however as a stent was advanced through the scope for placement in the patient's bile duct, the detached tip of the balloon was pushed into the patient's duodenum. The tip was retrieved with biopsy forceps. A health professional involved in the procedure believed that additional fragments from the tip were still inside the patient. After unsuccessfully locating the tip fragments, a decision was made by the physician to allow the detached pieces to pass naturally. There were no patient complications as a result of this event; the stones were successfully removed. The condition of the patient post procedure was reported to be fine.

Manufacturer narrative:
The lot number of the suspected device was not provided by the customer; the device manufacture and expiration dates are unknown. (B) (4) non-surgical medical intervention. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.